Event description:
It was reported that the buttons on the insulin pump were unresponsive when attempting to bolus. Customer stated that she clips the insulin pump on the back of her spandex when she is running and the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 208 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.